Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's display is dim. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
MFR received date: 23 sep 2019. The customer confirmed replacing the user interface assembly has resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support stating that unit's display is dim. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.